Event description:
Coiling treatment of an aneurysm. It was reported that the coil prematurely detached during placement inside the aneurysm with the part of the coil was in the a-comm and the other part in the a1 vessel. After several attempts, the physician was able to retrieve the coil and the patient was heparinized. Two days post procedure, the patient expired. The physician commented the cause of death was due to the aneurysm rupture and unrelated to the coil.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was being kept by the hospital.(B)(4).